Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Analysis reveals three anode wires were fractured approximately 17 cm from the terminal pin. Due to the location and type of damage, the fracture was most likely due to lead-on-can contact.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited impedance measurements greater than 2000 ohms and some of the pacing configurations experienced loss of capture. As a result, the lead was explanted and replaced. No adverse patient effects were reported.